Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, since it is not related to the device. Rupture: not observed. Additional observations: no other observation observed, on the device.

Event description:
Healthcare professional reported, for right side "breast pain. Rupture was encountered, during the surgery". Device has been explanted.

Event description:
Healthcare professional reported for right side "breast pain, rupture was encountered during the surgery." Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported for right side "breast pain, rupture was encountered during the surgery." Device has been explanted.

Manufacturer narrative:
Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe since it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: h11, additional information added to the device evaluation

Event description:
Healthcare professional reported for right side "breast pain, rupture was encountered during the surgery." Device has been explanted.

Event description:
Healthcare professional reported for right side "breast pain, rupture was encountered during the surgery." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4 h4. Based on the device analysis grid, the assessments of the complaint are: additional observations: observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported for right side "breast pain, rupture was encountered during the surgery." Device has been explanted.